Event description:
It was reported that one of the cassettes was steady beeping when placed on both pumps, then no disposable clamp tubing alarm was displayed when trying to start the pump. Another prefilled cassette was also steady beeping, (no disposable clamp tubing), one hour into use. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.